Manufacturer narrative:
(B)(4). Guide wire: terumo stiff 0.35 inches (x3); stent: cook 5f, 8f, 12f; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was successful using the prostar xl device in the common femoral artery using the preclose technique prior to an abdominal aortic stenosis interventional procedure. Reportedly, the puncture was a 5f and then upsized to an 8f to place the prostar xl suture using the preclose technique. The device was inserted and needles deployed successfully per the instructions for use (IFU). The device was pulled back until the guide wire exit port was visible at skin level. A 0.35 guide wire was attempted to be advanced through the guide wire port; however, the guide wire was only advanced a few millimeters with extreme force. The guide wire was removed and the guide wire tip was found to be damaged. A second 0.35" guide wire was attempted with the same results. A third 0.35" guide wire was successfully advanced using a sheath dilator (4f) over the hemostasis valve. The sheath was upsized to a 12f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed suture from the prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was not confirmed. Analysis revealed the device was returned fully deployed. A 0.035 guide wire was also returned and during the analysis the straight end was loaded on the proglide with slight resistance. A proxy 0.038 guide wire was loaded on the proglide without difficulty. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.